Manufacturer narrative:
(B)(4) the device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip got stuck in the applier. The patient's condition was reported as fine.